Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 4fr s/l groshong catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a break was observed in the extension tubing . Microscopic examination of the catheter break confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges; planar shape to the fracture surface; blood residue was seen on the sample which showed that the product had undergone at least some use. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The product IFU states ¿avoid accidental device contact with sharp instruments¿. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted from the patient's right upper arm in (B)(6) 2019. The patient is six years old and in home treatment. Reportedly the extension tube was broken but details are unknown. The user requests us to investigate the root cause by checking the shape of the cut-off area. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted from the patient's right upper arm in (B)(6) 2019. The patient is (B)(6) years old and in home treatment. Reportedly the extension tube was broken but details are unknown. The user requests us to investigate the root cause by checking the shape of the cut-off area. There was no reported patient injury.